Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The current impedance trends were noted to be stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.